Event description:
It was reported that the water temperature was not reaching target due to air leak at fluid delivery line connector temperature probe showing intermittent connection in an arctic sun device. Tests showed the delivery hose was leaking air into the system through one of the connectors. Additionally, the temperature probe was giving intermittent readings.

Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed temperature cable. The device was evaluated upon receipt. During evaluation it was found that the temperature cable had failed and was causing intermittent readings in the temperature probe. Temperature cable was replaced. As5000 system passed all tests, is functioning properly and is ready for use. The batch number is unknown. The latest labeling revision will be reviewed for this investigation. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Initial reporter name: (B)(6) hospital, (B)(6). Corrections: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature was not reaching target due to air leak at fluid delivery line connector temperature probe showing intermittent connection in an arctic sun device. Tests showed the delivery hose was leaking air into the system through one of the connectors. Additionally, the temperature probe was giving intermittent readings.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.